Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the final investigation results. A device evaluation was performed, and the customer's allegation was not confirmed. The device was tested and determined to be within its specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿en-otv-s7prohd-10e_3.0¿ it is stated ¿should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had loose contact and a cable break at the end of the connection socket, as well as green stripes. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had loose contact and a cable break at the end of the connection socket, as well as green stripes. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.